Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified proximal left anterior descending artery (lad). The 2.75x20mm apex monorail balloon was advanced to the target lesion and ruptured at 10 atms on the first inflation after 5 seconds. The procedure was successfully completed with this device and then the balloon was removed intact from inside the pt. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation is not possible as the batch number is unk. The most probable root cause of this complaint can be attributed to operational context.